Event description:
Unomedical reference number (B)(4). Event occurred in the canada. It was reported that the patient faced issue with 6 infusion sets of tape not sticking from 08-may-2024 to 14-may-2024. The first set fell off right away and the other lasted for 2 days. The site of insertion was abdomen and hips. The set has been in use for 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 6. E1: patient city: (B)(6). Patient country: canada.